Event description:
It was reported that needle integra 25x1 rb tw was not sterile. The following information was provided by the initial reporter: "it was reported that a needle stick injury occurred after a needle was not capped within packaging. Verbatim - per customer: I wanted to alert you to an issue with our integra needles. We had no separate boxes, one with 1 inch and one with 5/8inch replacement needles. They were out of the safety cap and someone here got stuck with it. I wrote down the lot number for you. I did check everything in the draws and went through boxes and put safety checks on the boxes I went through but I wanted to alert you to this. I have the needles and I can send you a picture. Mckesson rep stated that needle was not capped in package and was sticking out through wrapper."

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 6299679. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 physical and 1 picture sample was received for evaluation by our quality team. Through examination of the sample, both have the plastic shield that is not assembled to the needle hub leaving the needle unprotected. One of the samples has part of the needle out of the bottom packaging blister. The photo shows the samples received. The cause for this defect could have resulted during the packaging process where a jam may have occurred, causing the plastic shield to become disassembled from the rest of the part. The web was sealed over, leaving the components inside, going undetected in the next process. Further action has not been determined necessary at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle integra 25x1 rb tw was not sterile. The following information was provided by the initial reporter: "it was reported that a needle stick injury occurred after a needle was not capped within packaging. Verbatim - per customer: I wanted to alert you to an issue with our integra needles. We had no separate boxes, one with 1 inch and one with 5/8inch replacement needles. They were out of the safety cap and someone here got stuck with it. I wrote down the lot number for you. I did check everything in the draws and went through boxes and put safety checks on the boxes I went through but I wanted to alert you to this. I have the needles and I can send you a picture. (B)(6) rep stated that needle was not capped in package and was sticking out through wrapper."